Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and conformed the reported issue. The bellows housing and seal were replaced to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4).

Event description:
The hospital reported that the unit is failing checkout, ventilator leak. There was no report of patient involvement.